Event description:
The customer initially reported that the device did not work. No pt injury occurred. Initial eval of the incident sample found it to self-activate.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.